Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they could not get four different ground pads to work on the vio integrated electrosurgical unit (erbe) but worked on a third party. The customer did not want to troubleshoot as they turned to the third-party esu generator. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the nurse informed the case was completed with a third-party generator. There was no harm to the patient. The nurse could not provide patient demographics.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis (fa). Fa was not able to confirm the reported complaint via system logs nor reproduce the issue during in-house testing. The unit was installed onto a golden system and functioned as expected. Visual inspection identified small discoloration/chip on top back of bezel near cover. The probable root cause cannot be determined based on the information provided and failure analysis results.